Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained right ventricular oversensing due to post sensed t-wave oversensing was observed. Patient was stable. Programming changes were discussed but the physician did not want to make the changes at this time. Routine follow up was recommended.